Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
This record is for the third event when the patient took the chair to the dealer and the dealer states that the chair stopped and he cannot get it to start.